Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior lingual artery (ila) using a swiftpac coil (swiftpac), a non-penumbra microcatheter, and a rotating hemostasis valve (rhv). During the procedure, the physician successfully placed one swiftpac into the target location. The physician attempted to place another swiftpac into the target location, but the swiftpac would not pack. The physician decided to retract the swiftpac to reposition the microcatheter. It was reported that the swiftpac was pulled through the rhv prior to retracting back into its sheath. It was noted that the swiftpac did not appear to be damaged during inspection. While advancing the swiftpac into the microcatheter, the swiftpac unintentionally detached. The physician then used the swiftpac pusher assembly to push the detached swiftpac into the target location. The procedure was completed using another swiftpac, the same microcatheter, and the same rhv. There was no report of an adverse effect to the patient.